Event description:
It was reported that there was an image quality issue with the 9600+ system and the customer wanted it checked. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.